Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient thought their programmer was not working, a couple of weeks ago they went in for a check up and their stimulation number was way down and on a different number than they remembered it being on. The patient reported their symptoms were back. The patient stated then late last week they went to use their programmer and they could not get the programmer to make contact with their implant because it kept staying at the sync screen. The caller stated they were able to use the programmer the day of the call and make the adjustment they needed. The patient was redirected to their healthcare provider to discuss their symptoms if the problem didn¿t resolve. The caller stated they were currently setting up an appointment with their healthcare provider. No further complications were reported.